Manufacturer narrative:
A1: patient identifier: a2: age or date of birth: a3a: sex: a4: weight: a5: ethnicity: a6: race: d6a: implanted date: d6b: explanted date: the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: when the device/insertion sheath assembly was being withdrawn, the anchor got caught on something before being positioned against the vessel wall, and the suture got separated. Manual compression was therefore applied for fifteen (15) minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. Although the device was used as usual, the suture separated easily. The physician requested an analysis of the device. As the anchor and collagen may still be inside the patient's body and their location cannot be identified, the patient was being followed up carefully. The procedure before deploying the device was ppi. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 8 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 7 mm. The blood loss was less than 250cc. No equipment or other devices were used with the angio-seal.